Manufacturer narrative:
Product was not returned for evaluation for this issue. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user went to the emergency room (ER) due to a bad stomach flu with an elevated blood glucose (bg) level of 470 mg/dl and diabetic ketoacidosis. The user was treated with intravenous (IV) drip of fluids as well as insulin while in the ER and was subsequently hospitalized. The user was treated with IV drip of saline as well as insulin while hospitalized and was released from the hospital on (B)(6) 2017.